Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that oversensing due to noise and auto mode switching was observed on the atrial lead. The oversensing resulted in one pacing inhibition. The atrial lead was being monitored. There were no patient consequences.